Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the exhaust tube of cylinder 2 at the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination noted where the tubing laid on the cylinder bladder in this area. Abrasion was noted on both exhaust tubes and all strain reliefs of the pump. No functional abnormalities were noted with the pump, cylinder 1 or reservoir. Based on examination of the returned product, it was concluded that while in-vivo both pump exhaust tubes had overlapped and abraded against one another. This positioning then may have contributed to the exhaust tube of cylinder 2 being pressed against the cylinder bladder, which the tubing abraded enough to cause the separation noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump would collapsed on itself and not refill. A leak was noticed near the left cylinder. During the removal process the physician noticed that there was some clear fluid (leakage) extravasation (most likely remaining saline from implant). It was difficult to determine where the leak was coming from except that it was contained and visualized within patients carefully dissected left side corporotomy. Information indicated the ipp was implanted about 4 years ago.